Event description:
Olympus was informed that during an unspecified procedure, the jaw of the biopsy forceps would not open after the biopsy was taken and then broke apart. The intended procedure was completed with a similar different device. There was no patient harm reported. No additional information was provided. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event but with no results.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented accordingly.